Manufacturer narrative:
Results: the jet7 was stretched approximately 129.0 cm from the hub. The total length of the jet7 was approximately 132.0 cm from the hub. Conclusions: evaluation of the returned jet7 revealed that the catheter was stretched. This type of damage typically occurs due to forceful retraction against resistance. No other devices associated with the complaint were returned for evaluation. Therefore, the root cause of resistance could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7). During the procedure, the physician completed one pass using the jet7. After removal, while flushing it on the back table, the distal end of the jet7 expanded; therefore, the it was not used for the remainder of the procedure. The procedure was completed using a non-penumbra catheter. There was no report of an adverse effect to the patient.